Event description:
It was reported that an ambulance was involved in an accident while taking a patient to the hospital. It was observed that the cot was damaged and not repairable as a result of this incident. Medical intervention and adverse consequences were were not reported.

Manufacturer narrative:
It was reported that the ambulance cot was involved in a vehicle collision. No product malfunction occurred. The stryker product did not cause or contribute to the event. There was patient involvement however no medical intervention, no adverse consequences, and no clinically relevant delay in treatment was reported.

Event description:
It was reported that an ambulance was involved in an accident while taking a patient to the hospital. It was observed that the cot was damaged and not repairable as a result of this incident. Adverse consequences were not reported at this time.